Event description:
It was reported that this right ventricular (rv) lead is broken. This lead was surgically abandoned and remains implanted. No additional adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).